Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The device was not returned to edwards lifesciences for evaluation as it remains implanted. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. In addition, no imagery was provided for evaluation. A device history record (DHR) review was performed, and it did not reveal any manufacturing nonconformance issues that would have contributed to the event. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the valve and delivery system usage. Per the IFU, the edwards sapien 3 ultra transcatheter heart valve system is indicated for relief of aortic stenosis in patients with symptomatic heart disease due to severe native calcific aortic stenosis. Additionally, per the IFU, the edwards sapien 3 ultra transcatheter heart valve system is indicated for patients with symptomatic heart disease due to failing (stenosed, insufficient, or combined) of a surgical or transcatheter bioprosthetic aortic valve, a surgical bioprosthetic mitral valve, or a native mitral valve with an annuloplasty ring. The IFU also lists transvalvular leak and valve regurgitation as potential risks associated with the use of the valve, delivery system and/or accessories. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. In this case, the central regurgitation that resulted in a valve in valve being performed was unable to be confirmed. A review of the DHR did not provide any indication that a manufacturing non-conformance contributed to the event. A review of the IFU revealed no deficiencies. During the manufacturing process, the sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, "during the off-label transcatheter mitral valve replacement (tmvr) procedure with a 26 mm sapien 3 ultra valve, post valve implantation, an echocardiogram performed revealed the valve had an intra-annular leak. The intra-annular leak was noted to be a central leak. The central leak was moderate to severe." It should be noted that the transcatheter heart valve (thv) was deployed in the native mitral position for this case. Therefore, the case was an off-label operation. Per the instructions for use (IFU), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. In this case, an off-label operation was performed. The thv was implanted in the native mitral valve without the protection of pre-existing devices (such as a surgical bioprosthetic valve or an annuloplasty ring) or stent, which could prevent proper coaptation, leading to central regurgitation. As such, the available information suggests procedural factors (off-label operation) may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field specialist, during the off-label transcatheter mitral valve replacement (tmvr) procedure with a 26 mm sapien 3 ultra valve, post valve implantation, an echocardiogram performed revealed the valve had an intra-annular leak. The intra-annular leak was noted to be a central leak. The central leak was moderate to severe. A second 26 mm sapien 3 ultra valve was implanted to decrease the intra-annular leak. Subsequently, additional information was received revealing the patient had been closed when the intra-annular leak was observed on echocardiogram. As a result, the patient was re-opened in order to place a second valve to resolve the leak. After implantation of the second valve, there was no intra-annular regurgitation.